Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of a clamshell repair could not be confirmed and a reason for the clamshell¿s placement was not provided. The account reported that the patient had a clamshell repair performed in the past. The date of the event was not provided. Multiple requests for additional information were sent to the accounts; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient had a clam shell repair.